Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that hardware low level failures was found two times in insulin pump. Blood glucose was 116 mg/dl. Customer was able to rewind the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self-test. Pump error alarm (variableinfo=3) confirmed in the insulin pump history due to broken trace on keypad assembly.